Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed no damage on the returned sample. An attempt was made to flush the returned catheter with a 12 ml syringe of water; however, the catheter was initially found to be occluded with usage residue. Once the residue within the catheter was removed, the catheter was found to be patent to infusion and aspiration and no leaks were observed. The catheter was then pressurized; however, no leaks were found.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. Approximately a week later, blood return could not be confirmed but could be infused. It was further reported that fat emulsion leaked under the dressing so that removed the catheter on (B)(6) 2020. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1196 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. Approximately a week later, blood return could not be confirmed but could be infused. It was further reported that fat emulsion leaked under the dressing so that removed the catheter on (B)(6) 2020. There was no reported patient injury.